Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 9 of the patient's mouth. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2019, non-osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.